Manufacturer narrative:
It is presumed that the cause of "a foreign piece" was that the treatment tool used or part of the brush was damaged and remained in the device. It can be detected by inspection before use or by cleaning after the use. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during receipt inspection of the subject device, a foreign piece was found inside the instrument channel. There was no report of patient injury associated with the event.